Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported entrapment of the device appears to be due to procedural circumstances. Additionally, the patient effect of foreign body in patient was a cascading event of reported entrapment of the device. Furthermore, the reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip was unable to be removed requiring intervention to deploy it. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was very poor throughout the procedure. The clip delivery system (cds) was advanced however became caught in the chords just below the valve. Troubleshooting was performed however the clip was unable to be freed. The leaflets were able to be grasped and the clip deployed, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.